Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00143: case 2, 3025141-2018-00144: case 3.

Event description:
A surgeon reported that he has seen three separate instances where the extension plate for the aculoc 2 line has broken post operatively.